Event description:
(B) (4) received info that this dextrus atrial lead was repositioned three weeks post implant. It was noted that the implanting physician had used a new technique to tie down the leads and believes he didn't get them tight enough during the initial implant procedure. The lead remains actively implanted and no other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.